Event description:
The customer reported a fluid leak of approximately 25 - 35 milliliters from under the blood sampling valve (bsv) of the unicel dxh 800 coulter cellular analysis system. The customer stated that fluid leaked onto the counter but the leak was contained. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eyeglasses at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and determined that the leak originated from a loose quick disconnect (qd) on wire marker 8 (wm8) in the voltage conductivity scatter module (vcsn). The fse tightened the qd to resolve the leak. Incidentally, the fse also discovered an upper median angle light scatter (umals) offset voltage failure. The fse proceeded to replace the median angle light scatter (mals) sensor to resolve the voltage failure and performed a multi-transducer module (mtm) laser/flowcell alignment; however, failure of the mals sensor is not likely to impact results as the instrument will generate a light scatter (ls) voltage range error detection to alert the operator of an instrument issue. In conclusion, failure mode of the leak is attributed to a looser fitting at wm8 in the vcsn. (B)(4).